Event description:
The customer reported that the that the aes-50sl arthroscopic energy 50° probe with suction, xl, 18 cm, device was being used on (B)(6) 2026 during a hip arthroscopy procedure when it was reported ¿during the surgery, the surgeon used the bipolar device, and the black tip of the electrode detached from the device when it was withdrawn from the trocar. The detached tip fell into the patient and had to be retrieved using a grasper. As a result, an additional aes-50sl device had to be opened to complete the procedure¿. The procedure was completed with the use of the same alternate device and a 2-minute delay. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
An examinations of the returned used device, item aes-50sl, found electrode detached from the tip. Detached electrode was not returned for the evaluation. Examination was performed per edge probes. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of three (3) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 30 complaints, regarding 30 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. Electrodes and probes of monitoring, stimulating, and imaging devices can provide paths for high frequency currents even if they are battery powered, insulated, or isolated at 50/60 hz we will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the that the aes-50sl arthroscopic energy 50° probe with suction, xl, 18 cm, device was being used on (B)(6) 2026 during a hip arthroscopy procedure when it was reported ¿during the surgery, the surgeon used the bipolar device, and the black tip of the electrode detached from the device when it was withdrawn from the trocar. The detached tip fell into the patient and had to be retrieved using a grasper. As a result, an additional aes-50sl device had to be opened to complete the procedure.¿. The procedure was completed with the use of the same alternate device and a 2-minute delay. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.